Manufacturer narrative:
(B)(4). Batch # n53e37. Additional information was requested and the following was obtained: the lot/batch # provided, n90627, was reviewed to verify the product code. Upon review, it was determined that the product code does not correlate to the batch/lot. Can you please provide the correct batch and/or lot number? N90g27 the analysis found that one psee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a gastric bypass procedure, when using the device with the reload (gold), after the first firing it blocked. The knife did not go back. They used manual override and opened. It did staple and cut perfect. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.